Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and the controller were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed intermittent decreases in estimated flows leading to parameters below normal operating range within the analyzed period and 100 low flow alarms were logged since (B)(6) 2021. Log file analysis revealed three controller power up events with an associated motor start event on (B)(6) 2021 at 19:52:05 and 20:19:58, and on (B)(6) 2021 at 17:36:57. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the reported losses of power were not available. The controller was without power for 41 seconds, 33 seconds, and 17 seconds, respectively. As a result, the reported losses of power event was confirmed. Information received from the site revealed that the patient was hospitalized for a brain bleed. Of note, the patient experienced confusion as a result of the brain bleed and it was suspected that the patient had accidentally double disconnected power sources from the controller. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2020 / serial or lot#: (B)(4) , UDI #: (B)(4) . Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 21-oct-2019, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for a brain bleed. The ventricular assist device (vad) was reported to have exhibited several low flow alarms and the controller had logged three losses of power. The patient experienced confusion as a result of the brain bleed and it was suspected that the patient had accidentally double disconnected power sources from the controller. The vad and controller remain in use. No further patient complications have been reported as a result of this event.